Event description:
The pt received an scs system including an ipg on (B)(6) 2006. It was reported that the pt felt stimulation even when the ipg was off. An sjm rep has confirmed this incidence. The doctor had requested the pt to use the ipg until the stimulation was off. Then, they will decide the next course of action. The pt will keep a journal of his stimulation usage. Add'l pt info is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.